Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise in the primary vector. Technical services (ts) reviewed device episode data and found stored episodes with two inappropriate shocks due to double counting of intrinsic signal. Myopotential noise was verified. Patient was evaluated in clinic with isometric testing where noise was recreated in all vectors. Ts recommended reprogramming as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.